Manufacturer narrative:
Unique product identifiers were requested but not provided. Therefore, a comprehensive re-review of manufacturing records for the graft could not be conducted. The fortiva implant graft was utilized to replace a disintegrated synthetic mesh in an area with a perforated ulcer. Ulcers are characterized by containing inflamed necrotic tissue, which consists of inflammatory cells, proteases and other degrading enzymes. Therefore, the disintegration of the fortiva implant graft could be anticipated in such an aggressive environment.

Event description:
Additional information was received on 02/05/18, indicating that the patient underwent surgery (unknown date) to remove a disintegrated synthetic mesh and a fortiva porcine dermis was implanted. At that time, a perforated ulcer was present in the implant bed. The surgeon had to go back 2-3 days after (reason was not reported) and noted that the fortiva graft had disintegrated.

Manufacturer narrative:
Product identifiers were not reported. Rti/tmi will conduct an re-review of the product history for fortiva porcine dermis, packaging production records, environmental monitoring and distribution information for related complaints associated with the lot, once the unique identifiers are provided.

Event description:
Rti surgical, inc (rti) and tutogen medical (B)(4) (tmi), a wholly owned subsidiary of rti, received a complaint on (B)(6) 2017. The reported complaint indicated that a patient was implanted with a fortiva porcine dermis at an unknown date. It was reported that the fortiva disintegrated (unknown timeline or reason for intervention). Additional information has been requested. To date, rti has not received any additional information.